Manufacturer narrative:
Correction b5- initial report should have included related MFR numbers.

Event description:
Related manufacturer reference number: 2017865-2021-25470. Related manufacturer reference number: 2017865-2021-25471. It was reported that a patient presented for follow-up in clinic with known pocket infection. The patient's pacemaker system was explanted on (B)(6) 2021. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for follow-up in clinic with known pocket infection. The patient's pacemaker system was explanted on (B)(6) 2021. The patient was in stable condition.